Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a loaner insulin pump and received assistance with programming. Caller reported that customer was hospitalized due to high blood glucose of 1300 mg/dl. Customer was hospitalized for seven day and was taken to therapy for strength building.